Event description:
Pt experienced respiratory depression while device was in use; possible overdelivery. The pump was programmed to infuse dilaudid (concentration not specified) at 1mg/h with a pt controlled analgesia dose of 0.5mg, pt lockout of 10 minutes and no 4 hour limit selected. The pt was rec'd on the nursing floor from the recovery room at 4:50pm. She was sleepy but arousable. When the pt was checked later at 5:40pm, her respiratory rate had decreased to 6 breaths per minute. The nurse states she believes the pt had rec'd a total of 25ml of dilaudid, but it was not known when the vial was started in the recovery room. The number of pt requested doses was also not available. Narcan 0.8mg intravenous was administered at 6:10pm. The pt became more awake with a respiratory rate of 16. The continuous dosing through the pt controlled analgesia pump was discontinued. Customer states, "the remainder of the pt's recovery has been uneventful in this regard." No adverse sequelae reported.